Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was explanted due to infection. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
B5: describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Report of infection was first learned of by liva nova employee on (B)(6) 2022.